Event description:
The pt did not respond to sound. The appropriate diagnostic testing suggested that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was done in 2000.